Event description:
It was reported that a percuflex plus ureteral stent was to be used in a lithotripsy procedure. During unpacking, it was found that the stent was broken. The procedure was completed with another same device and there were no patient complications reported.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of stent shaft break.